Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the patient became agitated and experienced an asystolic event. At one point there was redundancy of the pa catheter looped in the rv, at the same time the patient experienced an asystolic and rhythm restored to initial rhythm spontaneously with no intervention. The senor implant was completed successfully. During calibration of the sensor, the patient experiences a brief episode of vomiting clear fluid and there was also a hint of blood. The patient was stabilized and the sensor was successfully calibrated. While in the recovery room, the patient became asystolic and CPR was started. After approximately 60-90 seconds, the patient was revived and permanent pacemaker was implanted.